Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial#: (B)(4), explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that a partial catheter explant occurred on (B)(6) 2017. The event date was noted to be (B)(6) 2017 as well. The event context was unknown. It was unknown if the catheter was replaced by a manufacturer product. Further details, including contributing factors, troubleshooting, and intervention performed were unknown, although it was known that surgical intervention occurred. The patient status was unknown. The issue resolution was unknown. There were no reported symptoms. No further complications were reported or anticipated.

Event description:
On 2017-june-06, additional information was received from a foreign manufacturer representative (rep). Additional information reported the patient was receiving baclofen (unknown dose and concentration). Further details on why the catheter was explanted was requested and the rep responded, "the spasticity was not good, the catheter was sectioned when the surgeon try to pull out so a part of the catheter is actually on intrathecal space." The patient outcome was listed as "no, the patient is ok." The patient's current status was reported as, "the surgeon replaced a new catheter and no all is ok."

Event description:
Additional information was received. The representative stated they saw the hcp the week prior to (B)(6) 2017. The hcp stated "he didn't see again the patient so when there is a problem with a patient, the patient come back." The pump serial number was provided. The patient was received baclofen (2,000 mcg/ml at 96 mcg/day). The representative confirmed that the partial catheter explant was due to increased spasticity.

Manufacturer narrative:
Analysis identified the catheter body was broken. Eval code-conclusion updated to (B)(4) for catheter 8781. If information is provided in the future, a supplemental report will be issued.